Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) identified that the issue appeared to be an error caused by a nullable object that should have had a value. Then the technical support specialist (tss) followed knowledge article (ka) ¿1.7.3 error "nullable object must have a value" on unload or destock¿ but there was no result upon ran the query. So, the tss proceed with backup and sync without dropping database (db) and the sync was successful, after that the tss was able to delete the drawer. Then the fse swap the drawer and assigned. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubie was failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.